Manufacturer narrative:
There are no reports of any system or component failure and patient was receiving therapy from the nalu system until it was explanted. The reported skin erosion occurred approximately 6 months after the initial implant. Cause of erosion is unclear and there are no reports of any external factors that are likely to have contributed to the event.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2024 the patient contacted a local nalu representative to report that the implantable pulse generator (ipg) was visibly protruding from the skin where it had been implanted in the lower back area. Patient reported no pain or discomfort at the site and no redness or drainage was noted. Patient was instructed to contact the implanting physician for follow-up and the firm representative also notified the physician of the patient status. On (B)(6) 2024 a full system explant was performed due to the skin erosion with exposed implant.